Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their gums are slowly receding. They have been having more and more sensitivity, their teeth hurt at random. They are seeing their gums get lower and lower along with the tooth that is capped and had a root canal. Their jaw has also been clicking and noticing tmj. They cannot get in to see their dentist until (B)(6) 2025. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.